Manufacturer narrative:
Event date: the event occurred on an unspecified date of march 2023, reported as within the last two weeks. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 5-fluorouracil. The leak was contained within the sealed overpouch and no damage was observed to the product overpouch. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.